Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout, affecting mechanical ventilation. There was no report of patient involvement.